Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, foreign body in patient, difficult to remove, deformation due to compressive stress, and unexpected medical intervention appears to be related to operational context. In this case, it is likely that the material separation, foreign body in patient, difficult to remove, deformation due to compressive stress, and unexpected medical intervention is the result of use techniques employed or interaction with the nav6 filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a 2.0 peripheral orbital atherectomy device (oad) was being used to treat the superficial femoral artery (sfa). After treatment, it was observed the viperwire guide wire was kinked proximal to the oad handle. This made it difficult to remove the oad from the guide wire. The entire system, including a nav 6 filter, was removed together. Upon removal of the system, the physician noticed the guide wire full coil was detached and in the patient's posterior tibial artery (pt). It was unclear what led to the fracture. The physician entrapped the fractured component with a esprit btk scaffold 3.0 x 38 then post dilated with a 3.5 x 20 nc balloon. The patient was in stable condition.